Manufacturer narrative:
The events of lymphadenopathy and seroma(late) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation: unknown, as device status is unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported death, "delayed seroma," and "supraclavicular, axillary lymphadenopathy." Healthcare professional also reported "progressive disease, developed renal failure, liver injury,¿these events are not related to the device. Device has been explanted. Manufacturer of the device is unknown. This record is for an unknown side. Device status is unknown.